Manufacturer narrative:
Device: top cap difficulty is addressed in the IFU. Event evaluation: still under investigation.

Event description:
During evar procedure, a problem was encountered with the topcap from the main device. Were not able to deploy the suprarenal stent, in other words, it was not possible to move the topcap in cranial direction. The normal procedure steps were taken in account. In the end prof. Managed to push off the topcap with some bail out techniques. The customer immediately contained the topcap, innercanula and greypusher, they also have both triggerwires, proximal and distal. The hospital will file an internal report first and after this cook can investigate the products. Full details of the procedure and bail out will follow asap, next monday. Rep will have another procedure at this center, and will fill out the form together with the interventional radiologist. We were not able to deploy the suprarenal stent, in other words, pushing up the innercannula (cranial direction) did not result in a deployment of the suprarenal stent, all normal procedure steps were taken. Patient outcome was not provided by the reporter.